Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for button error and the alarm was not heard. Blood glucose reading was 9.1 mmol/l. It was stated that the insulin pump was not exposed to moisture and no button was pressed for 3 minutes or longer. Advised that the insulin pump will be replaced. Nothing further reported.